Event description:
It was reported that the maryland bipolar forceps instrument was meltdown after a da vinci low anterior resection procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that there were char marks between the two grips. The instrument passed electrical continuity testing. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .043 - .434 in length and aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.